Event description:
During index procedure the patient had one endeavor sprint drug-eluting stent implanted in the lad. Approximately 1 day post index procedure ((B)(6) 2011) the patient suffered an mi. Investigator has assessed that the event was probably related to the device and that the mi event was related to the target vessel.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (mi).